Manufacturer narrative:
All assigned investigation tasks have been completed. No trends were identified. The donor and processing batch records for donor: (B)(4) were re-reviewed. The donor was appropriately screened and tested in accordance with mtf¿s donor release criteria. The batch records associated with the production of the complaint units show no evidence of errors, discrepancies, omissions or cgtp violations. The tissue was released as per mtf specifications. A total of (B)(4) dbx putty units were produced from this donor, all of which have been distributed. To date, there are 42 tissue trace cards on file for this tissue at this time. To date, there are a total of 2 complaints for donor: (B)(4) both of which are involved in this adverse event. Ipbb results indicate 2 cfu of non-viable particulate. Soft tissue sterility results indicate no growth. Ftp (work order: (B)(4) results indicate 1 cfu. Putty sterility indicates no growth. Putty lal testing indicates passing results. Ftp (work order: (B)(4) results ind1 cfu. As per (B)(6) officer (dr. (B)(6) upon review of the complaint investigation, ¿this complaint was brought to attention by j&j due to legal complaint by patient against surgeon and healthcare facility alleging medical malpractice. The mtf grafts implanted are not suspected to be an issue in the claim. Patient who underwent posterior instrumented fusion t2-l4 for scoliosis using hardware, and including crushed cancellous bone with dbx putty and cancellous bone. Postsurgical complications included paralysis. There are no complaints associated with tissues recovered from same donor. Processing and sterility cultures for bone / soft tissue were no growth. In summary, there is no evidence that the mtf grafts used in this procedure are associated with reported complications.¿

Event description:
As per email from depuy synthes regarding complaint notification involving crushed cancellous, 30cc and dbx putty 10cc: on (B)(6) 2015, the patient presented with the complaints of shoulder pain which revealed scoliosis obtained on radiological studies. However, they failed to diagnose scoliosis or have the patient scoliosis evaluation. On (B)(6) 2018, the patient came with the complaints of upper back pain primarily in the left-mid-thoracic spine radiating to the left and right buttocks. The pain was intermittent, moderate ache with no history of back pain before. On (B)(6) 2018, the patient explained that he had low back pain and occasional thigh pain. The patient denied of radiating pain, numbness or tingling in her extremities. The patient was scheduled then with posterior instrumented fusion t2 to l4 vertebral bodies. The need for the surgery was urgent because it was not detected earlier. On (B)(6) 2018, the surgeon recommended and agreed to have urgent surgery to the patient with more conservative treatment. On (B)(6) 2018, they began the surgery (posterior instrumented fusion t2 to l4. But when the patient awoke from the surgery, the patient was completely paralyzed from her chest down with the motor-sensory loss from t4 to her toes. And now suffers from dysreflexia. Update 05/11/2020: as per email from johnson & johnson litigation paralegal : "this is a matter that we are not a party in. We are just representing our employee as a third party witness therefore at this time I do not have any additional information about the incident other then the report I initially provided."

Event description:
As per email from depuy synthes regarding complaint notification involving crushed cancellous, 30cc and dbx putty 10cc: on (B)(6) 2015, the patient presented with the complaints of shoulder pain which revealed scoliosis obtained on radiological studies. However, they failed to diagnose scoliosis or have the patient scoliosis evaluation. On (B)(6) 2018, the patient came with the complaints of upper back pain primarily in the left-mid-thoracic spine radiating to the left and right buttocks. The pain was intermittent, moderate ache with no history of back pain before. On (B)(6) 2018, the patient explained that he had low back pain and occasional thigh pain. The patient denied of radiating pain, numbness or tingling in her extremities. The patient was scheduled then with posterior instrumented fusion t2 to l4 vertebral bodies. The need for the surgery was urgent because it was not detected earlier. On (B)(6) 2018, the surgeon recommended and agreed to have urgent surgery to the patient with more conservative treatment. On (B)(6) 2018, they began the surgery (posterior instrumented fusion t2 to l4. But when the patient awoke from the surgery, the patient was completely paralyzed from her chest down with the motor-sensory loss from t4 to her toes. And now suffers from dysreflexia. Update 05/11/2020: as per email from johnson & johnson litigation paralegal: "this is a matter that we are not a party in. We are just representing our employee as a third party witness therefore at this time I do not have any additional information about the incident other then the report I initially provided and the copy of the attached petition."